Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was not logging data despite being in use. Blood glucose level was not impacted. During troubleshooting with tandem technical support, the customer verified that the data was being logged as expected.